Event description:
Rn was removing pt 18g 1 1/4" IV from the rac. She removed the occlusive dressing and the green hub was noted to fall from the pt's arm with no flexible catheter attached. The catheter has since been located by x-ray still in the pt's arm. It will need to be surgically removed.